Event description:
The customer reports that the surgeon saw a defect on the crystalens and did not use the lens. There was no pt contact.

Manufacturer narrative:
The device was returned for evaluation and the results were inconsistent with the problem as reported by the customer. Evidence of visual inspection under the microscope revealed the presence of scratches on the optical surface area and the haptic loop was pinched. In addition, it was observed that the lens was torn in two pieces and the fracture origin was located adjacent to the outer zone of the optic area. Based on the results of the evaluation, it is concluded that the lens hinge is intact and the likely root cause of the torn lens was due to excessive forceps force used during handling. Unable to definitely determine what damage was present prior to use vs. Damage incurred during handling. The device history records were reviewed and there were no discrepancies or unusual findings.